Event description:
The customer stated that she tested her blood glucose using her breeze meter and her dr's meter (brand unk). The customer's meter read 240 mg/dl, while the dr's meter read 121 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. The customer was to dispose of the breeze meter and was sent a breeze2 meter kit.